Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted (B)(6) 2024. 6935m62 lead, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since their device system was implanted approximately three months prior, they have experienced a constant ¿kicking the daylights out of me¿ and muscle spasms under their ribs. The patient noted that there have been three to four adjustments trying to alleviate the sensations. The patient also noted that they are only able to sleep in one particular position and if they are not in that position they wake up with what feels like a ¿bang, bang, bang¿ and they immediately lose their breath. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further report that the patient experienced phrenic nerve stimulation and the lv lead was programmed off. Additionally, it was noted that there was high thresholds on other vectors.